Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited decreased impedance and an alert indicating a polarity switch had occurred. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.